Event description:
Boston scientific received information that this right ventricular lead displayed a rise in pacing impedance measurements to over 1300 ohms and a rise in threshold measurements. An x-ray was performed which indicated that the lead had fractured. A lead revision procedure was performed where the lead was explanted and replaced. The lead has been returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned portion of the lead was thoroughly inspected and analyzed. The lead was returned severed 17.4 centimeters from the terminal pin, with only the proximal segment being returned. The returned segment of the lead was determined to have been electrically continuous. The clinical observations were not able to be confirmed.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.